Event description:
The product was returned from the funeral home. The patient expired. No further information was provided.

Manufacturer narrative:
This report is being submitted following an internal audit. There is not enough information to rule out device cause or contribution. The pump was returned and analyzed; no anomalies were present. The catheter was returned for analysis; proximal piece 35.2 cm including pump connector. Next most proximal piece 21.4 cm. Third most proximal piece 10.9 cm including strain relief sleeve connector to pin connector to distal piece 5.3 cm. The catheter was partially occluded with dried drug/blood. The pin connector was occluded as received. The catheter sections were removed from both sides of the pin connector and both sections were patent. The catheter was pressure tested with 30 psi and passed. Visual inspection revealed the catheter was partially occluded with dried drug/blood. Conclusion is non standard no conformance.